Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient experienced right and left sided stimulation with a left sided dual chamber pacemaker implant. The stimulation did not cease when the pacing was inhibited. It was further noted the ventricular lead had perforated the heart. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.